Event description:
The patient reported that in 2009 at 7:00, she began to feel thirsty and was very uncomfortable. Her blood glucose measured 20 mmol/l (360 mg/dl and she found a leak in the infusion tubing. She changed the infusion set and bolused and her blood glucose decreased. She stated this has occurred 3 times since approximately 3 months. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.